Manufacturer narrative:
The user facility stated that the alleged event occurred due to the operator unintentionally squeezing the release handle during patient transport. As a result the operator required medical treatment and time off of work due to re injuring a pre existing back injury. The customer declined in service training.

Event description:
It was alleged that the cot dropped when unloading a patient. No injuries were reported for the patent. It was alleged that paramedic received a back injury.

Event description:
It was alleged that the cot dropped when unloading a patient. No injuries were reported for the patent. It was alleged that paramedic received a back injury.